Event description:
It was reported that: the patient was located in an isolation room and was being mechanically ventilated. A nurse outside of the isolation room heard the ventilator alarm. The nurse found that the patient had become disconnected from the ventilator. The ventilator posted visual alarms for apnea, low minute volume, and low airway pressure. The patient was manually ventilated with an alternate device. The facility reported that audible and visual alarms were not transmitted to a central patient monitoring center because the user had not connected the ventilator to the monitoring network. It was reported that there was no patient injury.